Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one pneupac parapac ventilator was returned for analysis. Visual inspection performed, and product found with relief alarm pressure knob missing and damaged vrv block. According to the investigation, upon inspection, investigation noticed that the relief alarm pressure knob was missing and vrv block was also noted to have sustained damage. The customer reported problem was confirmed. According to the investigation, damaged vrv block caused the reported problem. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was missing knobs. It was reported that the pressure pop-off was set to 40cm h2o. There were no reported adverse effects.